Event description:
It was reported that this patient received an inappropriate shock. Episode review identified noise which resembled muscle noise or electromagnetic interference which was oversensed and resulted in the inappropriate therapy. The noise would go away and p-wave oversensing occurred. A boston scientific technical services consultant suggested troubleshooting to try and reveal the cause of the noise. X-rays identified a sharp angle at the site of the suture below the xyphoid. Palpitation of this area did not produce noise; however, device palpitation produced noise which was observed in all vectors. Initial shock impedance was 80 ohms and had decreased to 55 ohms at automatic setup. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock. Episode review identified noise which resembled muscle noise or electromagnetic interference which was oversensed and resulted in the inappropriate therapy. The noise would go away and p-wave oversensing occurred. A boston scientific technical services consultant suggested troubleshooting to try and reveal the cause of the noise. X-rays identified a sharp angle at the site of the suture below the xyphoid. Palpitation of this area did not produce noise; however, device palpitation produced noise which was observed in all vectors. Initial shock impedance was 80 ohms and had decreased to 55 ohms at automatic setup. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.